Event description:
It was reported that 4 days after placement of the catheter in the pt's internal jugular vein, the distal lumen became blocked. As a result, the catheter was removed but not replaced as the operation was over. There was no reported delay, death, or complications to the pt as a result of this occurrence. The medical solutions that were injected via the distal lumen are: soldem 1 (500ml) / plevita s injection / adona 1a 8 hours; yuekin keep (500ml) / adona 1a 8 hours; yuekin keep (500ml) / adona 1a 8 hours. The following medical solutions were injected via the proximal lumen: hikarileban 200ml (1 time / day), rcc blood transfusion 400cc (1 time). (B)(6), the drip infusion was not working well since 7:00am, so the user switched to the infusion pump at 1:00pm. (B)(6), the catheter (distal lumen) became completely blocked.

Manufacturer narrative:
(B)(4). The device will not returned for eval.